Event description:
A patient with a medtronic maximo implantable cardioverter defibrillator (ICD) for the past eight years, with a known recall for mdt 6949 fidelis lead problems, presented in the emergency department (ed). (The lead recall is due to increase risk of fracture). The patient's pacemaker began beeping at home the previous evening and it went off again several times throughout the night. Device interrogation confirmed a mdt lead fracture and the patient was advised to place a magnet on his/her chest and report to the ed. The patient did not receive any inappropriate shocks - last appropriate shock was in 2011 for ventricular fibrillation. Patient otherwise is doing very well from a cardiovascular standpoint. Cardiology was consulted and they capped the fractured lead and inserted a new ICD lead. Since the patient's generator was nearing the end of its life cycle, they replaced the generator as well.